Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument was broken in the surgery. No patient complications were reported.

Manufacturer narrative:
Device evaluation: the drill bit was returned to the manufacturer for evaluation. Visual examination confirmed the drill bit broke approximately 25 mm from the tip. Microscopic examination revealed a fairly tortuous fracture surface with no indication of fatigue or torsion, consistent with bend stress overload.